Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user has access to sound on only five channels and he is not able to hear in the higher frequencies. There was no trauma reported.

Manufacturer narrative:
Conclusion: damage to the active electrode which is consistent with minute device mobility was determined to have led to device failure over time due to fatigue wire breakages. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
The user_s hearing performance with the device was affected. The user had access to sound on only five channels and he was not able to hear in the higher frequencies. The user was re-implanted.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode likely caused by minute device mobility is suspected. However to determine an exact root cause a device investigation of the explanted device is necessary. No information on possible further steps have been received yet.

Event description:
The recipient has access to sound on only five channels and he is not able to hear in the higher frequencies. There was no trauma reported.